Manufacturer narrative:
On 08 november 2016 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. The stem showed some bone tissues anchored in the proximal area and fibrotic tissue on the entire body, especially in the anterior and posterior walls. Some little signs on the neck and on the taper were found probably due to the removal of the stem and the head. Inside the head was found some physiological residuals in the bottom, most probably blood. The cup showed a good osteointegration on the entire external surface, and the inner surface was still polished. Only one thin and evident scratch was noticed, probably due to some sharp tool used during the revision. From the analyzed pieces it was not possible to determine the root cause of the event.

Manufacturer narrative:
On 09 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: late infection in cementless tha, 1.5 years after primary operation. Infections are a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 14 september 2016. Lot 145338: (B)(4) items manufactured and released on 11 november 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem h, ha coated stem size 6 std, code 01.18.136, lot. 145417 (k093944) (B)(4) items manufactured and released on 09 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0, code 01.29.202, lot. 146023 (k112115) (B)(4) items manufactured and released on 25 november 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner ø 52/28, code 01.26.2852mhc, lot. 144789 (k092265) (B)(4) items manufactured and released on 17 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon noticed that the shell had migrated medially. When the surgeon opened the patient, he took culture samples. The surgeon found that the patient had an infection. The surgeon removed all hardware and placed an antibiotic spacer in. The surgery was completed successfully. X-rays are available. Explants are not available.